Event description:
The consumer was holding "the" button (unclear which button) and the bed allegedly caught on fire. No injury or property damage.

Manufacturer narrative:
Equipment provider was contacted and advised that the bed did not catch fire as previously reported. Regardless, there was some discoloration and burn marks noted on the mattress. The device was returned to the manufacturer and evaluated. The main control unit is a thermo-plastic potted assembly. Case and potting material is composed of appropriate flame rated materials. Evidence of internal component failure present with some localized heating present on the outside of the device. Device sent for x-ray analysis.